Event description:
The customer reported on (B)(6) 2014 she activated a new and ther was no issue with her blood glucose level for the first day. On (B)(6) her bg and insulin history is as follows: time: 11/37 pm, bg (mg/dl): 268, bolus (u): 0.25; 07/24 - 10:37 am, 369. The pod was then deactivated and she noticed that the cannula was pulled out of her skin. The pod was discarded. At 10:38 am she was able to activate a new pod.

Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodged cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.